Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00215. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in a splenorenal shunt using penumbra coil 400 coils (pc400 coils). During the procedure, the physician delivered eleven pc400 coils and three coils from another manufacturer into the aneurysm using another manufacturer's microcatheter. After delivering these coils, the microcatheter kicked out of the target vessel. The physician attempted to re-insert the microcatheter into the target vessel but was unable to advance the microcatheter and decided to use a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim, the physician met resistance and removed the coil from the patient. While advancing another new pc400 coil, the physician met resistance again and removed both the pc400 coil and the px slim from the patient. The procedure was completed using a vascular plug. There was no report of an adverse effect to the patient.